Event description:
Event description guidant received information that this pacemaker was unable to obtain p-wave measurements. Otherwise, the device checks out fine. The patient had a syncopal episode. On the surface EKG, the device is sensing appropriately. The daily meaurements indicate successful measurements have been taken. The atrial sensitivity setting is already at the most sensitive setting.